Event description:
The technical support engineer was informed by the nurse manager at the user facility that the evis exera iii video system center reportedly has "no image on the physician monitor" during an unspecified event. No patient injury or harm was reported.

Manufacturer narrative:
During troubleshoot via telephone, the nurse manager had serial digital interface (sdi) in going to the monitor across the room that did not work, then sdi out# 2 connected to the provation system that displayed an image no issues, and then sdi out# 1 going to the monitor behind the physician with no issues. Olympus recommended that the cable from sdi out# 1 on the cv-190 move to component out since this is for the monitor behind the physician. The customer made the adjustment then turned on the cv-190 and the physician monitor now had an image as desired. The customer now has image on all the monitors and the best quality image is on the main physician monitor. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of reported event could not be identified. However, it is likely the cause is related to user operation due to the customer connecting the cv-190 to the monitor incorrectly. The phenomenon might have been prevented by following the instructions for use below: (3.1 precautions for installation and connection) properly and securely connect all cables. If the cable connector has connection crews, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor field performance for this device.